Event description:
It was reported that "during a coronary angioplasty procedure of the highly tortuous and calcified proximal right coronary artery (rca), the lesion was treated with a 1.5 mm rotabur to 170rpms for 60 seconds. It was subsequently ballooned with a 2.5x15mm balloon to 12atms. Overlapping 3.0x18, 3.0x23 and 3.0x12mm vision stents were placed at 16 and 18atms. The ostial stent portion was postdilated with a 3.25x8mm nc monorail balloon to 26atms. At this high pressure, there was still a waist, however, the balloon ruptured and parts of the balloon were retained on the stent. Attempts to retain the balloon remnants with a snare were unsuccessful. Attempts to place a non-bsc covered stent across this was unsuccessful, secondary to inability seek the guide coaxially with the ostially deployed stent. Both of these measures were attempted for over 60 minutes. The pt was hemodynamically stable the entire time. Final angiography showed 30% ostial stenosis of the stent with timi ii distal flow secondary to poor flow around the retained flap material of the balloon." The plan was to allow for control infarct of the rca in the ccu. The pt is too frail for 1-vessel CABG. We will continue integrilin for 24 hours. If she becomes hemodynamically unstable, we will consider intra-aortic balloon pump. Hold on plavix for now. Risk factor control. Add'l info received from the facility; the pt expired 3 days after the procedure and the cause of death was an infraction. There were no interventions performed between procedure and pt's death.